Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed scratches on the lens of the pump. Functional testing involved simulated use and showed that the pump displayed last error code 1720 on power-up and it was not possible to run the pump. The backup capacitor was replaced to address the error code. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during a routine testing, a smiths medical cadd legacy pump exhibited "lec 1720". No patient was involved in this event. No adverse effects were reported.